Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic treatment of giant gastrointestinal polyp procedure performed on (B)(6) 2024. During the procedure, one side of the clip was crooked after pushing out the sheath and could not be released. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows there was an attempt that the clip being pushed out of the outer sheath.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Also, one arm activated, and the other one was bent. Per media analysis, the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. Upon analysis, it was found that the device was returned with the outer sheath and clip, and there was evidence of soft deployment, and the arms bent. It is likely that during the removal of the clip, the assembly became detached from the bushing due to manipulation of the outer sheath, causing the clip to fall off and to bend the arms. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as there is evidence of the removal of the outer sheath; however, the iuf states, "once the resolution clip can be observed exiting the tip of the endoscope under direct visualization, remove the stopper located between the over-sheath grip and the handle as shown in figure 1. To fully expose the resolution clip jaws, hold the over-sheath grip and push the handle distally until the handle rests against the over-sheath grip, as shown in figure 2." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic treatment of giant gastrointestinal polyp procedure performed on (B)(6) 2024. During the procedure, one side of the clip was crooked after pushing out the sheath and could not be released. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows there was an attempt that the clip being pushed out of the outer sheath.